Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, a stone was captured with the lithotripter basket within the common bile duct. The physician noted that the stone was too rigid to be crushed. The alliance handle was then used in conjunction with the basket and lithotripsy was performed successfully. The physician repositioned the basket then attempted lithotripsy on a second stone, however the cable in the basket handle broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of handle break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.